Event description:
It was reported that the compact speed reducer "locks up and is difficult to turn." It was not reported that the device was used in a surgical procedure. It was not reported that there were patient or user injuries. The exact date of the event was unknown. Although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device was difficult to rotate. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be misuse due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.